Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer has had wet self-adhesives. When customer notices the wet self-adhesive, she also has increased blood glucose values and changes the infusion set. Blood glucose values then normal.